Event description:
On october 8, 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter displayed inaccurate high results compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) limited documentation. The patient was unwilling to provide further information. The patient reported that the alleged issue began on (B)(6) 2018, at an unspecified date and time. The patient obtained inaccurate high blood glucose readings of ¿160 mg/dl¿ on unspecified date and time after the meter issue began. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient was unwilling to provide any information related to his diabetes management regimen or if he made any changes to his usual medication in response to the alleged issue. The patient reported developing symptoms of feeling ¿numbness on toes and blurry vision on the left eye¿ at an unspecified time after the alleged issue began. It was not reported if the patient received any treatment for the symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The csr confirmed that the patient¿s test strips were expired. Replacement products were not sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.